Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Boston scientific technical services (ts) confirmed that battery voltage recently began dropping in an irregular fashion. This ICD was explanted and a new ICD of a different model was placed. No additional adverse patient effects were reported.